Manufacturer narrative:
Examination of the submitted device confirmed fracture due to low-stress, high cycle fatigue. There were no inclusions or other material defects found that could have contributed to crack initiation or propagation. Review of patient x-rays found evidence suggesting the patient had very poor quality bone in the distal femur and proximal tibia. It is unknown if patient bone quality was contributing factor to the device fracture. Review of the device history records did not reveal any manufacturing deviations to anomalies. The root cause of the device fracture is unknown. Patient poor bone quality could be a contributing factor. No evidence was found indicating product error was a contributing factor the device fracture. No evidence was found indicating product error was a contributing factor the device fracture and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Patient was revised to address sudden onset of pain and fracture of the femoral component at the stem taper interface.